Manufacturer narrative:
The tibial baseplate was, after visual examination, thought to be the likely cause for revision as there was little cement attachment noted on the distal surface or stem. Lack of cement attachment in the tibial baseplate may have been caused by, but not limited to, any of the following causes: lack of initial stability of the baseplate, septic loosening, and/or issues associated with the curing of the bone cement. There were also scratches and burnishing noted on the proximal polished surface of the baseplate. The femoral component shows expected cement and bone attachment on the internal box geometries. The articulating surface of the femoral component shows scratches. Scratches and pitting on the devices may have been caused by, but is not limited to, intra-articular third body debris rubbing the surface of the component during articulation. The polyethylene insert shows wear and scratches on both the articular surface and the distal surface. There was also burnishing noted on the distal surface likely caused by micro-motion of the insert with respect to the tibial baseplate. The anterior locking mechanism showed rounded corners which is a sign of proper seating of the insert. The region surrounding the anterior lock showed scratches and damage which were likely created during removal of the insert. The polyethylene resurfacing patella shows wear and scratches on both the articular surface and the distal surface. The articular surface of the patella showed wear that could have been caused by a variety of occurrences including, but not limited to: intra-articular third body debris rubbing the surface of the component during articulation or removal of the component during the revision surgery. Additionally, the patella back shows the expected cement and bone attachment. The observations made suggest that there may have been tibial baseplate loosening. The signs of loosening observed could be caused by, but are not limited to: septic loosening, issues associated with the curing of the bone cement, and/or lack of initial stability of the baseplate. However, these observations alone, without additional information, are insufficient to determine the failure mode of the genesis ii knee system. Additionally, the function of the implant prior to removal is unable to be determined without additional provided information.

Event description:
It was reported that a revision surgery was performed due to infection.